Event description:
It was reported that the patients leads were sticking out the skin. The patient underwent a lead explant procedure and was doing well postoperatively. The explanted leads were not returned.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(4), batch: (B)(4).